Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: age or date of birth-weight:asku. Event- no additional information is available from the customer. Relevant tests/laboratory data-other relevant history:asku. Concomitant medical products: asku. Investigation - evaluation a review of the drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Clinical assessment: without visual, dimensional, and/or functional testing of the product, we are unable to rule out if this event was related to a manufacturing issue. At this time, the clinical assessment cannot eliminate certain possible causes for this event such as product handling, patient anatomy, user technique, device failure or manufacturing related causes. Affixed to the wire guide protective shipping tube is a caution label that pictorially cautions against the reverse process of withdrawing the wire guide in the needle as damage may occur. We can also advise that manipulation of the wire through the needle may cause damage to the coil. Based on the information provided, no product returned and the results of our investigation, the possible root cause was determined as product use or handling related (user technique). The warning label affixed to the wire guide holder instructs to not withdraw or manipulate the wire guide once inserted into a needle. The customer described using the wire guide to search the bile duct, which likely caused the separation if this was performed with the wire still through the needle. There is no evidence to suggest the product was not manufactured to specifications, however we cannot be certain that only user technique resulted in this event. The results of the investigation are to be sent to the customer. We will continue to monitor for similar complaints and will notify appropriate personnel. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510k status: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, during the usage of the drainage set, the tip of the wire guide broke off and remained in the patient's body. The operator was attempting to gain access to the bile duct via a percutaneous route. A puncture was made using the needle which was supplied with the product in the kit, and then the wire was advanced into the needle. The tip of the wire guide reportedly broke while the operator was searching the small bile duct branch with the wire guide. The separated portion remained in the liver parenchyma/bile duct, as it was considered impossible to remove the separated piece via surgery. The patient will be monitored. The complaint product is reportedly unavailable for return and evaluation.